Event description:
It was reported to ventec that the lcd touchscreen on the device was cracked. The reporter advised ventec that the device user had backed their wheelchair into a wall, causing the lcd touchscreen to crack. The device continued to function but was sent in for service due to the cracked display. Upon evaluation of the device ventec confirmed that he lcd touchscreen was cracked, but also observed that the lcd touchscreen was unresponsive to touches. There were no reports of patient use associated with the observed unresponsive lcd touchscreen issue.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of a cracked and unresponsive lcd touchscreen was confirmed. Ventec replaced the lcd touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the lcd touchscreen, which did show signs of physical damage (cracked); however, further component level cause could not be conclusively determined.